Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly and frozen screen. Customer's blood glucose at time of incident was unknown. Customer was advised to insert a new battery and constant tone did not disappear. Customer was instructed to remove the battery for hours. Customer stated that the pump screen was still frozen after pump rest.